Event description:
It was reported by the customer that a pyxis medstation es system station was in disconnected mode and offline in rss, which caused delay in dispensing the medication.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that station was in disconnected mode due to component issue. Field service engineer replaced the outdoor cable to resolve the issue. The system functioned as intended after the field service engineer serviced the device.